Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported suture detachment while advancement may include, but not limited to, suture nick/damage, user technique (tensioning angle not coaxial). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a coronary procedure using a 7f sheath. Reportedly, no suture was found when the plunger of the first proglide device was removed, a cuff miss occurred. A second proglide device was attempted; however, a suture break occurred during knot advancement. The remaining portion of the suture was cut and manual compression was applied to achieve hemostasis. The patient is doing fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.